Event description:
On (B)(6) 2012, it was reported by a company representative that the pt is in the hospital. The pt was taken to a clinic on (B)(6) 2012 for high blood glucose levels, but the clinic was unable to keep the blood glucose levels down so the pt was transferred to a hospital on (B)(6) 2012. The pt had been experiencing blood glucose levels between 200-400 mg/dl the entire week before going to the clinic. The pt's husband said that the pt's blood glucose level was elevated as high as 600 and 900 mg/dl when the pt got to the hospital. The pt was admitted to the hospital with "mental status changes" because she was delirious. The pt was taken off of the infusion device while at the hospital. The pt was sedated and her blood glucose levels had returned to normal. The pt remained in the hospital for neurological treatment. The doctors think that the elevated blood glucose levels could have been due to several different psychiatric medications that the pt takes. Possibly as part of a withdraw from some medications the pt had not been taking. The doctors do not think the infusion device was the cause of the high blood glucose levels. The infusion device has not been requested to be returned for evaluation at this time.